Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed a slight wrinkle on the flap of the right eye (od) at 1day post op exam. The patient's comment was of that the right eye was a little blurry. The flap was lifted and rinsed to resolve the wrinkle on the right eye. At 3 day post op exam, the uncorrected visual acuity (ucva) was 20/30. (B)(6).